Manufacturer narrative:
Date of event - unknown, catalog number - unknown, lot number - unknown, UDI- unknown due to unknown catalog number and lot number, expiration date - unknown due to unknown catalog number and lot number, implanted date: device was not implanted, explanted date: device was not explanted, device manufacture date - unknown due to unknown catalog number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the anchor of the angio-seal device did not deploy. The doctor deployed the angio-seal per protocol. There were no other devices or equipment used with the reported product. Additional information was received on 22mar2021. A pre- deployment angiogram was performed. The issue noted was that the anchor did not deploy outside of the delivery sheath. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the failure mode of "pullout" as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.